Event description:
In 2002, pt alleges that after lowering the hilo, the bed had an unitentional movement of the hilo up. No injuries reported. Sufficient objective evidence was not obtained until 4/2002.